Manufacturer narrative:
Investigation results for the returned platform as follows: a review of the archives found user advisory 7 (discrepancy between load 1 and load 2 too large). The reported complaint was confirmed through the archive review. The load cells were replaced, remedying the problem, after which the platform underwent and passed all final functional testing.

Manufacturer narrative:
The product in complaint was returned to zoll on (B)(6) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during biomed testing, the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message that could not be cleared. No patient involvement was reported. Additional information provided by the customer on (B)(6) 2013: customer reported that he worked with zoll tech support to try to clear the error; however, it could not be cleared by following the instructions on the screen or by restarting/resetting the unit. No further information was provided.